Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. The likely condition of the part when it left zimmer biomet control is considered conforming based on the evaluation of the returned product and the DHR review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent initial left tka approximately 14 years ago. Subsequently, patient underwent a poly swap due to an unstable left knee with maligned extensor mechanism.

Manufacturer narrative:
(B)(4). Customer has not indicated whether the product will or will not be returned to zimmer biomet for investigation, as attempts have been made for additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient underwent a poly swap on an unknown day for unknown reason. Attempts have been made and no further information has been provided.